Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube was repaired. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system would not expose radiation, and needed a new monoblock. No pt injury was reported.